Event description:
It was reported "catheter removal event due to rupture in the distal lumen region, which was assessed by the catheter clinic and the order to remove it was given." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "catheter removal event due to rupture in the distal lumen region, which was assessed by the catheter clinic and the order to remove it was given." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a rupture in the distal lumen was not confirmed by the photo. However, the damage observed was a complete luer hub/extension line separation of the proximal line. It was assumed that the customer complaint was related to this defect. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a rupture was not confirmed. However, based on the customer-provided images, the proximal luer hub and extension line separation was observed. The nature of the separation cannot be determined based on the photos alone, however, the appearance is consistent with a manufacturing defect. Based on the customer-provided images, manufacturing likely caused or contributed to the reported event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.